Manufacturer narrative:
A steris account manager offered the user facility in-service training on the proper handling (ventilation and ppe) of rapicide pa high-level disinfectant; however, the user facility declined. UDI related data clarification - the model/catalog number subject of the event is not marketed in the united states, therefore, it is not in gudid.

Event description:
The user facility reported complaints of "headaches" and "burning eyes and throat" following rapicide pa high-level disinfectant bottles that leaked. No medical treatment was sought or administered.

Manufacturer narrative:
Upon investigation, user facility personnel found cracks in the rapicide pa high-level disinfectant bottles subject of the reported event. The reported issue is likely attributed to damage during handling by user facility personnel. The DHR was reviewed and confirmed the lot was manufactured to specification. It was noted the reports of irritation were experienced due to the area not being well ventilated. Per the rapicide pa high-level disinfectant safety data sheet (sds-00053), "section 8.2: appropriate engineering controls: ensure good ventilation of the work station. Provide readily accessible eye wash stations and safety showers." It was additionally noted the reports of irritation were experienced due to lack of proper ppe being worn by user facility personnel during ventilation of the leaks. Per the rapicide pa high-level disinfectant safety data sheet (sds-00053), "section 8.3: respiratory protection: in case of insufficient ventilation, wear suitable respiratory equipment. Respirator selection must be based on known or anticipated exposure levels, the hazards of the product and the safe working limits of the selected respirator. Other information: handle in accordance with good industrial hygiene and safety procedures." The rapicide pa high-level bottles subject of the reported event were disposed of and not returned for evaluation. Steris account manager offered counseling to the user facility on the proper handling (ventilation and ppe) of rapicide pa high-level disinfectant; however the user facility has not yet responded. A follow up MDR will be submitted should additional information become available.